Manufacturer narrative:
H6 health effect - impact code were updated. Implant and explant dates were added as it was omitted in the initial report.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via the left femoral artery for mechanical circulatory support during a percutaneous coronary intervention. During the impella cp insertion, the impella was inserted following instruction for use; however, reportedly due to the patient¿s anatomy of tortusoty in the aorta, the repositioning sheath inserted into the introducer as the impella reached the left ventricle. Impella support was initiated. The medical team proceeded with removing the peel away introducer sheath with the repositioning sheath advanced. The peel away sheath was slowly broken away over the repositioning sheath, however despite all precautions part of the peel away sheath was peeled away to the arteriotomy causing a minor bleed that was resolved with manual pressure and a femstop. There was minimal blood loss, with a noted stable hemoglobin result. The patient did not require blood products or other interventions. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.